Event description:
It was reported that the patient's lead migrated. As a result the patient underwent surgical intervention on (B)(6) 2019 wherein the lead was repositioned. Effective therapy was restored post procedure.